Event description:
The physician reported during a cranial aneurysm stenting the stabilizer would not advance the stent into the catheter. The physician reported they had positioned the stent and stabilizer in the internal carotid artery (ica) and tried to advance the stent with the use of a stabilizer, but was unsuccessful in the turn of the patient's anatomy. The physician then moved the system to a straight portion of the anatomy and tried to advance the stent but was again unsuccessful. The physician reported the stabilizer was almost completely hubbed to the rotating hemostatic valve (rhv). The physician reported after approximately a half of an hour of trying to move the stent system, the stent began to auto deploy. However, the physician reported the stent was in a good position and the stenting was successfully completed. There was no allegation of harm.

Manufacturer narrative:
The device in question will not be returned to boston scientific for further investigation as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. The root cause of the event remains unknown. However, boston scientific conducted a review of the device history records for this batch. No issues or discrepancies were found. The DHR review showed that this device met all the required specifications. If further significant information becomes available, a supplemental report will follow.